Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, showing 60 units instead of the caller's expected 240 units. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect from the site, deliver a 10.2 unit bolus, and ensure air was removed from the cartridge, but declined to load a new cartridge. After reloading the same cartridge, the display showed +240 units.